Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported they were experiencing uncomfortable stimulation and overstimulation following a reprogramming session. Stimulation felt good that day but the following day it felt too strong. There were no falls or traumas reported related to this issue and no recent medical tests or emi exposure. The patient programmer (pp) was used which showed that stimulation was on. When reprogramming was done group d was added to address new pain in the lower back and bilateral leg pain that groups a-c were not addressing; the pain was worse in the left leg than in the right. It was unknown why the pain developed. The patient decreased both programs to zero; one program controlled their low back and left leg and one program controlled the right. Adaptivestim was not active for group d. Following this the patient stated that stimulation was comfortable and addressing her pain. Program one was on 3.0 and program two was 3.4. Following this the patient was getting therapy relief. Relevant medical history includes failed back surgery syndrome and spinal pain.